Event description:
It was reported that the customer received excessive no delivery alarms and high blood glucose levels. Customer's blood glucose level at the time was 290 mg/dl. In order to try and resolve the issue, she had changed her infusion sets and reservoir several times. Customer stated that she was experiencing blurry vision. The customer gave herself a shot and her blood glucose levels went down but went back up soon after. During the insertion of a new set, customer started to bleed and the insulin pump alarmed no delivery. When she removed the set, customer stated that the blood had pushed back into the cannula and caused the no delivery alarm. During troubleshooting, the customer was assisted with removing the reservoir. The customer was advised to reinsert the reservoir and to run a manual prime. Insulin did exit the tubing. The insulin pump passed the self test and hp test. The customer was advised to follow up with health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.